Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, client called regarding access issues with their PICC. Client was asked to come in for inspection. Pain noted within clients arm. PICC removed a couple of centimeters however pain still persisted and it was hard to flush. Upon inspection it was noted area on clients arm was ballooning when attempting to flush PICC. PICC removed and a huge crack/hole noted at the 9.5cm mark of the PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 9.5cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, client called regarding access issues with their PICC. Client was asked to come in for inspection. Pain noted within clients arm. PICC removed a couple of centimeters however pain still persisted and it was hard to flush. Upon inspection it was noted area on clients arm was ballooning when attempting to flush PICC. PICC removed and a huge crack/hole noted at the 9.5cm mark of the PICC. No other information was provided.